Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text . Device pending return.

Event description:
It was reported that one month post port placement procedure, the leakage allegedly occurred near the port stem. The port system was removed and another new port system was replaced. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI implantable port attached to a groshong catheter segment was returned for evaluation. Functional, gross visual, and microscopic visual evaluations were performed. The investigation is confirmed for the reported fluid leak and the identified fracture, material separation, wear and deformation issues, as a complete circumferential break was noted on the distal end of the attached catheter. The distal catheter segment was not returned. The surface of the complete circumferential break on distal end of the attached catheter was noted to be granular. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fifty four days post port placement procedure, the leakage allegedly occurred near the port stem. The port system was removed and another new port system was replaced. There was no reported patient injury.